Manufacturer narrative:
Submit date: 03/15/2017. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One bag of samples was received for evaluation. The threads are visible in the surface of the products which caused by linting defect, according to the investigation, the possible root cause would be the cutting blade moved during the cutting process, so the gauze was pulverized resulted in loose contamination. The supplier has taken following actions: changed the design of the swab of the lower layer to increase the width to 1-1.5 cm in the first folding and the bottom layer of gauze must be have one side of the edge folded in order to prevent lint contamination. A cleaning process has been implemented after the cutting process. The slitting device is being updated to an automatic slitting machine that improve slitting accuracy to prevent sponges from flaking. This complaint will be used for trending purpose.

Manufacturer narrative:
Submit date: 02/02/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with gauze. The customer states the gauze is shedding. It is unknown if it was found prior to use or during use. The gauze is usually used for eye surgeries. The customer was unable to provide any further details.